Event description:
Reference MFR. Report#1627487-2019-06193. Reference MFR. Report#1627487-2019-06194. Reference MFR. Report#1627487-2019-06196.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report#1627487-2019-06193, reference MFR. Report#1627487-2019-06194, reference MFR. Report#1627487-2019-06196. It was reported that 2 of the patient's leads had eroded through the skin. Surgical intervention was undertaken on (B)(6) 2019 wherein the eroded leads were explanted thus resolving the issue.